Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 3006697299-2024-00135: a facility reported that the cusa clarity footswitch (c7002) voltage was checked prior to surgery and was below the specified value. The device was rebooted, but it could not be used, and another device was used to complete the surgery. Surgical delay was more than 30 minutes. The following day, a company representative visited the facility to check the device, and re-installed the software which resolved the issue.

Manufacturer narrative:
The cusa clarity footswitch (c7002) was not available for return as per the customer. As a result, complaint investigation (failure analysis) and determination of root cause is not possible. Lot number information has been provided; therefore, device history records (DHR) was reviewed, and no anomalies were found. Based on the customer reported failure ¿voltage was below specified value¿, and with the additional comment that ¿a system error occurred¿, it is possible this complaint was due to an "interface board" issue. However without testing it is not possible to verify. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a